Event description:
It was reported that the preloaded toric intraocular lens (iol) was explanted from the patient's right eye due to refractive error. The lens was explanted and replaced with lens model dib00 17.5 diopter in a secondary procedure. There was an incision enlargement. There was no patient injury. No other medical or surgical interventions were required. Patient¿s outcome was fine. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between 8/2/2023 and 11/15/2023. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 12/19/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the lens was cut in half. No issues that could cause or contribute to the complaint issue was observed. Conclusion: the complaint issue "explant" and "unexpected postop refraction" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.